Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported per the sales rep during an ankle fracture procedure the doctor did not ream down to the recommended depth and during insertion the tip of the nail broke. All was retrieved. The surgeon reamed further and implanted another longer nail and there was no further issues. The patient is fine to date.